Manufacturer narrative:
Based on the claim against the product by the customer noting improperly responds to commands, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, but the reported event could not be reproduced. The instrument was placed and drive on an in-house system. The instrument passed the recognition and engagement tests. The grips opened and closed properly and moved intuitively with full range of motion in all directions. No issue related to the reported event could be identified. An additional finding that was not related to the reported event was identified. The instrument was found to have charring and localized melting at the grip base on the yaw pulley. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument delivered energy on several attempts. Common causes of this failure mode are typically attributed to mishandling/misuse, for example by insulation degradation and carbonized tissue creating a conductive pathway. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the instrument was found to have charring and localized melting at the grip base on the yaw pulley. Although there was no patient injury as a result of the issue that was identified through failure analysis, an adverse event could occur in the future if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the fenestrated bipolar forceps improperly responded to commands. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: follow-up: on 12/16/2022, the issue occurred with the surgeon¿s head inside of the surgeon side cart (ssc) high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the ssc. It was unknown if the failure was related to an inability to move the instrument. It was unknown if the movements of the surgeon scaled appropriately to the instrument. It was unknown if the instrument moved in the intended direction. It was unknown if there was any shakiness and or friction observed. There was no instrument-to-instrument or system arm-to-arm interference, and no external collisions. The issue was persistent. The drape & packaging were not retained and therefore not available for return. There was no harm or injury to the patient. The instrument was inspected prior to use and nothing out of the ordinary was observed. There are no images or recording of the procedure.